Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 21 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, a probable cause for the intermittent image includes a possible cable failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera bronchovideoscope had intermittent video during preparation for use for an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The customer¿s allegation was confirmed. The issue was resolved by cleaning the socket on the light source using compressed air. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.